Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing confirmed that the downstream occlusion (dso) sensor seemed to be malfunctioning, causing cassette not attached properly error. Replaced dso sensor and seal. Ran functional test to confirm repair and updated software. Probable cause was dso sensor failure due to contamination. The device was functioning normally after repair.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.